Manufacturer narrative:
The information related to product analysis results given was incorrect with the initial report. The corrected result has been provided with this report.

Event description:
Pump error 63 alarm (variable 3) confirmed in the downloaded history file along with audio anomalies due to broken pin 6 trace at u1 on the keypad assembly. Exposure to magnetic field or MRI was not confirmed.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected drive count or time values or changes incorrect for moving or coasting error, no motor movement or negligible movement. Retries to free a stuck motor failed error, or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error alarms, insulin flow blocked alarms, displacement anomalies, or hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file along with audio anomalies due to broken pin on the keypad assembly. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 68 mg/dl at the time of the incident, and 358 mg/dl at the time of admission. The customer was in the 200 mg/dl range at the time of the call. The customer had a cardiac arrest and was hospitalized due to the pump. The caller did not mention how the customer was treated. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The pump alarmed with a hardware low levels failure error during a self test. Troubleshooting was completed and the pump failed a self test. The customer stated the transmitter was exposed to strong magnetic fields at the hospital. The insulin pump will be returned for analysis.